Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, the device logs were downloaded and 0 error was found. Corrosion on power connector as well as dust/dirt contamination was found. No other problems were detected. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device was evaluated by a 3rd party service center.

Event description:
The manufacturer received information in relation to a dreamstation auto. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, the device logs were downloaded and 0 error was found. Corrosion on power connector as well as dust/dirt contamination was found. No other problems were detected. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.